Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the ICD and right ventricular (rv) lead delivered high voltage (hv) therapy appropriately however, failed to convert the rhythm on the first few shocks. Programming changes were performed to resolve the issue. There were no patient consequences reported.

Manufacturer narrative:
Correction: section e1 - the physician's name, hospital name, and hospital address should have been entered. Correction: section e2 - "yes" should have been selected. Correction: section e3 - "physician" should have been selected. Correction: section g2 - "healthcare professional" and "user facility" should have been selected.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. No intervention was reported. The patient condition was unknown.